Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pod4 pusher assembly. The pusher assembly was kinked approximately 61.0 cm from the proximal end. The pet lock on the proximal end of the introducer sheath was wrinkled. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed the introducer sheath was full of blood, which prevented the pod4 from advancing. The blood was flushed out by a penumbra investigator, and the pod4 could be advanced through the introducer sheath and a demonstration microcatheter without issue. Dried blood likely contributed to the inability to advance the pod4 during the procedure. Further evaluation revealed the pusher assembly was kinked and the friction lock was wrinkled. The kinked pusher assembly may have occurred due to forceful manipulation of the pod4 during insertion into the non-penumbra microcatheter. The wrinkled friction lock likely occurred due to forceful gripping of the introducer sheath during insertion of the pod4. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using pod4 coils. During the procedure, the physician advanced another manufacturer¿s microcatheter toward the celiac artery and attempted to advance a pod4 coil through the microcatheter; however, resistance was encountered and the physician removed the pod4 coil. The physician then re-attempted to advance the same pod4 coil through the microcatheter and experienced resistance again; therefore, the pod4 coil was removed. The procedure was completed using another manufacturer¿s coils and the same microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) and continuously and mechanically flushed the microcatheter. There was no report of an adverse effect to the patient.